Manufacturer narrative:
The device was received by hologic , inspected and tested. The device arrived on august 19th. Visual inspection was performed and had no kinks or damages .array had blood/tissue and was exposed. External sheat had blood/tissue and was exposed. The cervical collar had blood and was unlocked. Length setting was 5.0 internal flexures were not yielded. Vacuum relief valve didn't have blood and moved correctly. Blood in the vacuum feedback, canister, and imd housing and suction line . The rf controller testing was executed , the bubble test passed , eap and cia passed. During ablation the procedure was stopped and showed a system fault. Data resistance testing was executed and failed.hence the complaint reported can't be confirmed, however and eap issue can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6. Appropriate term/code not avaiable, sugested code would be: equipment function problem identified but not relevant to the complaint/event described by reporter.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Two devices were involved in this event which are reported under: 1222780-2021-00172.

Event description:
It was reported that during a novasure procedure a uterine perforation was observed. The procedure was aborted. A mild bleeding was observed. Two novasure devices were used in this event. No other information is available.